Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device after a peripheral endarterectomy. Reportedly, the proglide knot was outside of patient skin and would not advance to the artery. Manual arterial compression and a cut-down was performed to repair the artery with a femoral patch and achieve hemostasis. Although, in the opinion of the physician, the proglide device did not cause the damage to the artery, the cause of the vessel damage was not provided. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay of one hour. There was no reported adverse patient sequela. No additional information was provided.